Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration signals were a little low, but within expected ranges. Control results were acceptable, but no control information was provided from the date of the event. No reagent or instrument issue is obvious. The issue is most likely patient or sample related. It is known that various hormone medications contain norethisterone, which has a noticeable cross reactivity with the testo assay (6%). Hormone medication may cause elevated results in initial measurements.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys testosterone ii assay (testo) on a cobas 6000 e 601 module (e601). A sample from the patient was tested on (B)(6) 2017, resulting as 309.7 ng/dl. The 309.7 ng/dl value was reported outside of the laboratory to the patient. The sample was also repeated on (B)(6) 2017, resulting as 308.1 ng/dl. A second sample was collected from the patient and tested twice on (B)(6) 2017, resulting as 30.73 ng/dl and 30.85 ng/dl. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was (B)(4).